Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected varying pacing impedances from 505 to greater than 2000 ohms on this non-boston scientific atrial lead. It was reported that this patient was being followed via latitude every six months and technical services advised more frequent follow up to assess. Technical services also discussed device function regarding the lead issue. No adverse patient effects were reported.